Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. The customer treated with 10 units of manual injections. The customer mentioned battery out limit and off no power without low battery indicator. The customer stated that the pump alarmed after battery change. The customer will monitor the pump and call back. The product was not returned for analysis.